Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during caesarean section, the device's jaw was difficult/ impossible to open and was locked on the tube. Tube had to be tied off by surgeon and cut. The device was removed and placed on the back table. There was no patient injury.